Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/02/2018 to the present date 12/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had cracks near the hinge. No patient involvement was noted.

Event description:
It was reported that the device had cracks near the hinge. No patient involvement was noted.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn 15205830 was performed from date of manufacture 05/02/2018 to the present date 12/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.